Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a laparoscopic gastrectomy, a bleeding occurred after leaving op room. In the initial operation, the device was fired on the patient side and the specimen side of arteria gastro-omentalis dextra. The doctor found the bleeding in the drain when leaving op room. Reoperation was performed by opening the abdomen. Then it was found that the clip on the patient side was not properly placed. Although the bleeding was stopped, the amount of bleeding was about 2.4l. Blood infusion was performed(including ffp, pc, rbc). The patient is stable. No device will be returning. The doctor said this event occurred because of a blood pressure rise when the anesthetic wore off.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how many clips were placed on patient side and the specimen side? One clip was on patient side and one clip was place on the specimen side. The point between two clips was cut by energy device. What was the approximate size of the vessel? No information. What was the blood pressure reading that led the surgeon to believe it was the cause of the bleeding? The doctor thought one of the cause of the bleeding might be the sudden rise of blood pressure after coming out from under anesthesia. Were there any issues noted with clip formation during the initial surgery or reoperation? The doctor thought the clip formed properly during the initial surgery, but the clip seemed to be a little scissoring when the doctor checked the video after the initial surgery. Is the surgeon¿s standard practice to use clips on this artery? No information. Please clarify what is meant by, ¿the clip was not properly placed¿? Was the clip still on the artery? What was the formation of the clip? The doctor said when the clip was confirmed during the reoperation, the clip seemed to be moved over a little from the potion where the clip was placed during the initial surgery. What is the patient¿s current status? The patient is stable and the drainage was performed. Are there any photos or video available? No. The video was not gotten.